Manufacturer narrative:
A partial blade and the handpiece saw (7206000000 sn (B)(4)) subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the blade was broke. The returned partial blade part number is unknown. Investigation results indicate that excessive pressure may have been applied, but this cannot be confirmed, the root cause of this event is undetermined.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.